Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker follow-up, a five second pause occurred during the right ventricular (rv) threshold test. The clinician reported that while the test was running, they had their finger hovering over the end/stop button. When loss of capture was obtained, the clinician pressed the button but the test did not stop. The clinician looked from the ECG monitor to the programmer screen and saw a pop-up indicating either telemetry or the wand was disconnected. The clinician pressed ok and then was able to end the test. The patient was symptomatic with the five second pause but no syncope occurred. It was noted the clinician was using the wand to communicate with the device, but radio frequency (rf) telemetry was on as well. No adverse patient effects were reported. The programmer remained at the facility and was continuing to be used.